Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received a critical pump error alarm. The customer's blood glucose was 27 mmol/l. It was advised that insulin pump would need to be replaced. The pump will not be returning for analysis.

Manufacturer narrative:
Constant critical pump error alarm (open book) and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.